Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). Concomitant medical products : g7 pps ltd acet shell 60g # item 010000664 lot 6476267 . The event is confirmed with product received. Visual inspection identified the locking features of the liner were damaged. The scallops also had damages on the liner. These damages were likely caused during an attempt to impact the liner with the shell. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical device: g7 pps ltd acet shell 60g, # item 010000667, lot: 6476267; unk head; unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02270. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial surgery, the acetabular liner would not engage locking mechanism after multiple attempts. The surgery was completed with another liner. No additional information available.